Event description:
The complainant stated that the circuit board on the unit was burnt. The unit was returned to ohio medical corporation for evaluation and repair. The unit was kept for further evaluation by engineering at ohio medical corporation. A replacement unit was sent to the customer. This event did not contribute to a death, illness or injury.

Manufacturer narrative:
Upon completion of the evaluation and investigation, a follow up report will be filed.